Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit does not work.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Event site postal code (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) it does not work. It is unknown under which circumstances the event occurred or if a patient was involved however, there was no adverse event reported. (3) gfe attempts were performed to obtain additional information and no response was provided and/or product return. No response was provided, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.